Event description:
The tech had just finished positioning pt for ap lumbar spine view and was starting to position for an oblique lumbar spine view. As the tech moved the table top (either transversely or longitudinally) the table started titling head down. The tech had not touched the tilt button. The tech tried to reverse the motion of the table but it wouldn't reverse. The tech braced the pt while she moved overhead x-ray tube out of way. She turned off table power button and table stopped tilting. Tech assisted pt off table and pt stated pt was okay. Pt has since stated that since the occurrence he has pain generating down both legs instead of just down one leg as the pt history indicated. Eval of equipment indicated the switch assembly on the tilt control on the spot film device was slightly bent and stuck in activating position. The switch assembly was replaceddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mechanical problem, control switches/knobs/toggles. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.